Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the customer had no delivery and motor error alarms on the insulin pump. Customer stated that she was getting a no delivery alarm at lunch and she received a motor error alarm at dinner. Customer disconnected the tubing and took the reservoir out of the pump. She rewound the pump and saw drops. She reconnected the infusion set and went ahead with a bolus without receiving any error. Customer's blood glucose level was 359 mg/dl. Customer ran a 5.0 unit fixed prime and the insulin did exit. Customer stated that she had a bent cannula. It was advised that the alarm may have been due to the bent cannula. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that she was unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No further assistance was needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).